Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally reported customer in section g. The correct selection is "other" on g3, and selecting g5 for family friend. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis experienced bilateral deflation post procedure. Deflation was diagnosed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The sides are unknown. This report belong to one of the two prosthesis.